Event description:
The reporter indicated that they were having problems, communication problems with their dell x50 hand held device and that they believed the problem was related to a defective serial adapter cable. Later, the reporter indicated that a new serial adapter cable had not resolved the communication issues, and added that the problem only occurred when the programming wand was attached to this particular hand held device. The serial adapter cable was returned to the manufacturer and is currently awaiting analysis.